Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was damaged and would not charge the pump battery. There was no reported adverse impact to customer's blood glucose. Usb cable was replaced to resolve the issue.